Manufacturer narrative:
Product remains implanted, no visual & functional evaluation is possible. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures. From information provided, based on the product history records, and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. This event risk is detailed in the IFU; root cause of the impaction is unknown and can be probably related to the initial surgery . However this assumption cannot be validated as there is no sufficient information about the surgery context that happened on 2008. Patient is stable and no remedial action was taken or planned by the hospital.

Event description:
Roi-a: impaction. This case comes from a clinical follow-up of a patient operated in 2008. From information provided, patient was implanted with roi-a cage on (B)(6) 2008 and impaction occured on (B)(6) 2008. No further action planned by surgeon as fusion occurred for this patient. Patient is stable in 2017. No remedial action taken or scheduled by the hospital.